Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of system log file could not confirm the malfunction. Upon troubleshooting, it was identified that the cause of the issue was due to a hard disk on the host pc. The philips engineer replaced hard disk the host pc and reinstalled software and application. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.